Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the tip was bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the atrial and ventricular leads were oversensing. The atrial and ventricular leads were explanted and replaced. It was also noted that during the lead replacement procedure, there was an attempt to implant an atrial lead; however, the tip bent during attempted placement and the lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.